Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) fluoroscopic still image of the reported clip was provided. There is no cds in view indicating the image was taken post deployment. The clip arm angle appears to be ~20°; this is an estimation based on visual assessment with the naked eye and is not confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be field to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail. The first clip was implanted as per instructions for use. After deployment, the clip opened to approximately 10 degrees with mr coming up within the clip. Another clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.